Event description:
It was reported that on (B)(6) 2015, viruses were detected on the subject programmer used for incoming inspection. It should be noted that upgrading smartview 2.50j version then downgrading the version to 2.48j were performed successfully on (B)(6) 2015. Explanations are required.

Event description:
It was reported that on (B)(6) 2015, viruses were detected on the subject programmer used for incoming inspection. It should be noted that upgrading smartview 2.50j version then downgrading the version to 2.48j were performed successfully on (B)(6) 2015. Explanations are required.